Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she reprogrammed her insulin pump and ever since has had high blood glucose of over 400 mg/dl. The customer's blood glucose reading was 300mg/dl at the time of the call. Troubleshooting found that the drive support cap was severely indented and loose. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump passed the functional testing including the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The pump was received with normal operating currents and no unexpected off no power or low battery alarms were noted. The pump was programmed with multiple boluses and basal rates and monitored. The basal and bolus feature functioned properly. The drive support disk was inspected and no anomaly was noted. The pump had a cracked reservoir tube lip.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.